Manufacturer narrative:
A specific cause of the the reported gi bleed could not be conclusively determined. The patient remains ongoing on vad support. No product was available for investigation. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding. The patient had arteriovenous malformations cauterized on (B)(6) 2015 and is doing well. It was stated that the patient showed no signs of bleeding and will be discharged once the international normalized ratio reaches a therapeutic range of 2-3.

Manufacturer narrative:
Approximate age of device: 43 days. The patient remains ongoing with the device. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.